Manufacturer narrative:
As-received, the device was at eri. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and sense threshold test assessment indicate normal device characteristics except for device being at eri level due to normal usage. Device was programmed to high output settings. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion. The reported event of premature battery depletion was not confirmed.

Event description:
It was reported that the patient presented for remote follow up via melin.net of the pulse generator at eri. Premature battery depletion was suspected. The generator was explanted and replaced. The patient was discharged.